Manufacturer narrative:
The reported event for failure to capture was not confirmed. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead failed to capture. The lead was explanted and replaced. There were no patient consequences.